Event description:
The customer stated that he went to the ER because of low blood glucose. No blood glucose reading was reported. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated he changed the infusion set the same day of the hospitalization, and he was not connected during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.